Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted baxter canadian technical services to report a colleague infusion pump with a defective screen; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a defective screen was confirmed during product evaluation. This condition was caused by the contrast control wiring being pinched. The contrast control and the main display were replaced to correct the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.